Event description:
It was reported that during a device check prior to a routine device replacement procedure, high out of range shock impedance measurements greater than 125 ohms were observed with this right ventricular (rv) defibrillation lead in rv to can configuration. Measurements were noted to be in range at 98 ohms in triad. Technical services (ts) recommended delivering commanded maximum energy shocks to test impedances during the procedure. After implant of the replacement device, a commanded 41 joule shock was delivered to test the shock impedance. Shock impedance measurements were noted to be 89 ohms in triad following shock delivery. The procedure was completed, and this lead remains in service. No additional adverse patient effects were reported.